Event description:
It was reported that prior to an ultrasound guided kidney biopsy through normal density tissue, both slides of the device allegedly self-activated. The procedure was completed using another device. There was no reported patient involvement.

Manufacturer narrative:
Manufacturing review: DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards the problem described. Investigation summary: one maxcore biopsy needle was returned for evaluation. The device functioned properly under laboratory conditions; the needle passed the drop test and was able to prime, fire, and obtain samples without issue. Therefore, the investigation is unconfirmed for the alleged self-activation. The identified bent bumper possibly contributed to the reported self-activation. However, the definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that prior to an ultrasound guided kidney biopsy through normal density tissue, the device allegedly self-activated. The procedure was completed using another device. There was no reported patient involvement.